Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display unit was replaced to resolve the reported issue.

Event description:
The hospital reported an error causing the loss of mechanical ventilation during a case. The patient was manually ventilated, unit replaced, and case resumed. There was no report of patient injury.